Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer reverted to using daily insulin injections to manage diabetes.

Manufacturer narrative:
The contact reported that after receiving the new cartridges. A new infusion set and the new cartridge were put on the pump. No additional occlusions had occurred. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.